Manufacturer narrative:
H.6. Investigation summary: bd received one video clip in support of this complaint. The video shows a low draw volume level in the tubes. Additionally, 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. The complaint has been confirmed due to the video provided. Although video provided by the customer do indicate a lack of draw, there is no evidence that the device was the cause of this defect. Testing of retained samples from lot numbers provided: 2145317 did not confirm the reported defect. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® k3e 5.4mg plus blood collection tubes the tube under filled. There was no report of patient impact. The following information was provided by the initial reporter: vacuum problem has been detected for edta tubes.

Event description:
It was reported that during use with bd vacutainer® k3e 5.4mg plus blood collection tubes the tube under filled. There was no report of patient impact. The following information was provided by the initial reporter: vacuum problem has been detected for edta tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.